Event description:
It was reported that the explant was due to an infection. The infection was detected during a post-op follow-up and localized in the anterior inferior deltopectoral incision. The microorganism identified was c. Acnes. The patient had no prior infections near the surgery site. The sterile barrier of the device package was not compromised, and no re-sterilization of the device was performed before surgery. No environmental monitoring alerts related to the device¿s storage were recorded. The infection was resolved by prosthesis explantation and insertion of an antibiotic cement spacer. The surgeon noticed mild inflammation and referred the patient to infectious disease for antibiotics.

Manufacturer narrative:
The reported event was not confirmed, the device returned for evaluation was not sufficient to confirm infection and no other medical evidences were provided. The returned device is in good condition overall. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Part is unsterile hence sterilization procedures, environmental monitoring, bioburden data could not been reviewed a review of the labeling did not indicate any abnormalities. The alleged issue is of infection which can not be confirmed based on device inspection. Hence, more detailed information about the complaint event as well as the medical records must be available in order to determine the root cause of the complaint event. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the explant was due to an infection. The infection was detected during a post-op follow-up and localized in the anterior inferior deltopectoral incision. The microorganism identified was c. Acnes. The patient had no prior infections near the surgery site. The sterile barrier of the device package was not compromised, and no re-sterilization of the device was performed before surgery. No environmental monitoring alerts related to the device¿s storage were recorded. The infection was resolved by prosthesis explantation and insertion of an antibiotic cement spacer. The surgeon noticed mild inflammation and referred the patient to infectious disease for antibiotics.